Event description:
It was reported the 511sd was used during a diagnostic laparoscopy. The red safety shield button was pushed forward and then inserted. The button would not return. There was no consequence to the pt. 10/31/97 the surgeon completed the case with this device.